Event description:
Unable to obtain aortic valve gradient due to missing pressure cables. Lab was upgraded last night. Cables were installed after the case and verified to be working by phillips rep. Repaired, returned to service.